Event description:
The reporter stated the surgeon inserted a micl 12.1 mm implantable collamer lens on (B)(6) 2010. Lens flipped upside down as it was inserted into the eye. The lens was removed with no pt injury. No widened incision and no suture needed. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4) (lens flipped and inserted upside down) . Eval, method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).